Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the proximal edge of the stent was lifted. No other damage was visible. No issues were noted with the balloon and tip profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that shaft kink occurred. The 32mm x 3mm, >45 and <90 degree bent, 80% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. Pre-dilation was performed with an unspecified balloon catheter. A 3.00x32mm promus element stent delivery system was selected to treat the lesion. The physician attempted to use the device but there was resistance during advancement so the advancer rod was kinked. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damage.